Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the force bipolar instrument for failure analysis investigation but at this time the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair, the force bipolar instrument jaws broke. As a result, the surgeon had to increase the size of the port site incision to remove the instrument with the cannula. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during da vinci-assisted inguinal hernia repair, the force bipolar instrument jaws broke and the surgical staff was unable to remove the instrument from the patient through the cannula. As a result, the surgeon had to increase the incision size to remove the instrument with the cannula. The cause of the reported incident is unknown. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that while using the force bipolar instrument to remove the hernia sac, the instrument jaws ¿came out¿ and popped themselves open. The jaws would not then close. With the jaws open (and unresponsive to console controls to close), the staff could not remove the instrument through the cannula. As a result, the surgeon had to dilate the incision and remove the device with the cannula. The surgeon confirmed that the force bipolar instrument was not on strong grip mode at the time and he was not operating on any problematic tissue. There was no fragment that fell inside the patient. The patient is reported to be recovering well. This incident did not affect the surgical procedure. The surgeon stated there is no video recording of the procedure for review.